Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure performed on (B)(6) 2022. Fiducials were administered prior to the implant procedure. The procedure was performed under local, light anesthesia. The physician did a prostate block using local anesthesia. It was also reported the procedure was completed with no complications. After the procedure, the patient was conscious and talking in the procedure room. However, during recovery when the patient went into the post anesthesia care unit (pacu), the patient experienced syncope, lost consciousness and needed assistance breathing for "several minutes". The patient experienced respiratory distress, which referred to his low pulse ox. The physician reported that he utilized a bag valve mask and a bag valve to assist patient's breathing for 1 minute and provided oxygen due to the low pulse ox. Patient eventually gained consciousness after approximately 10 minutes and was alert. The patient was then taken to emergency room via ambulance to get checked out and examined after the reaction. No further actions were taken, and the patient fully recovered. The physician noted the patient's past medical history of poor reaction to anesthesia and did not believe the patient's reaction was caused by spaceoar vue.

Manufacturer narrative:
Corrected fields: block h6 (device code) and block b5 have been corrected. Additional information: blocks a2, b1, b5, b7, h6 and h10 have been updated based on additional information received december 27, 2022. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e0119 is being used to capture the reportable event of loss of consciousness. Patient code e011903 is being used to capture the reportable event of syncope/fainting. Patient code e0726 is being used to capture the reportable event of hypoxia. Patient code e0743 is being used to capture the reportable event of respiratory insufficiency. Device code a1502 is being used to capture the reportable event of misplaced - non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure performed on (B)(6), 2022. Fiducials were administered prior to the implant procedure. The procedure was performed under local, light anesthesia. The physician did a prostate block using local anesthesia. It was also reported the procedure was completed with no complications. After the procedure, the patient was conscious and talking in the procedure room. However, during recovery when the patient went into the post anesthesia care unit (pacu), the patient experienced syncope, lost consciousness and needed assistance breathing for several minutes. The patient experienced respiratory distress, which referred to his low pulse ox. The physician reported that he utilized a bag valve mask and a bag valve to assist breathing of the patient for 1 minute and provided oxygen due to the low pulse ox. Patient eventually gained consciousness after approximately 10 minutes and was alert. The patient was then taken to emergency room via ambulance to get checked out and examined after the reaction. No further actions were taken, and the patient fully recovered. The physician noted the past medical history of poor reaction to anesthesia of the patient and did not believe the reaction was caused by spaceoar vue. Additional information received on december 27, 2022. It was further reported that during the spaceoar vue procedure the patient received sedation and was reportedly over sedated. After transporting patient to emergency room, he was administered naloxone to reverse his opioids. Patient was originally planned for only hypofractioned radiation therapy. After spaceoar vue implant, patient was initially asymptomatic, and received 2 fractions of a planned total 26. They were going to use 26x2.7 with a total of 70.2 gy. After the first 2 fractions of therapy, the patient started feeling rectal discomfort. The patient had magnetic resonance imaging (MRI) done and the hydrogel appeared to have gone straight into the anterior rectal wall entirely and was going down one slice right into the rectal mucosa. It was noted the physician preferred, as far as next steps, waiting for the hydrogel to dissolve entirely and to start the patient on lupron in the interim.